Manufacturer narrative:
Concomitant medical products: 350053, biotronik, lead, implant date: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was under-sensing causing early termination of atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.